Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to damaged drawer rails. A field service engineer found that the rails of drawer were broken. The drawer was replaced to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. E.1. Initial reporter facility: (B)(6).